Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the physician found episodes of unreal ventricular fibrillation with unanticipated therapy due to lead noise. The pt was sent to a different institution to review the system. The lead remains implanted and in service.